Manufacturer narrative:
Failure analysis noted that the pump had a button error alarm and no button response due to corroded keypad traces. The pump had a minor scratched lcd window, cracked display window corners, cracked reservoir tube lip and cracked reservoir tube. They were unable to verify the low reservoir alarm and perform the displacement test due to the keypad anomaly. The pump had currents in specifications and no battery out limit alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer's blood glucose reading was 4.9 mmol/l. The customer stated that the pump alarmed battery out limit, low reservoir and button error. She could not clear the button error alarm because the buttons were not working. The customer was advised that the pump would be replaced. The insulin pump was returned for analysis.